Manufacturer narrative:
Patient's weight was approximated at (B)(6). A medtronic representative reported the incorrect placement was noted after the post-op spin was taken. The perceived inaccuracy was 7-15 millimeters. There was a 15 minute delay to replace the 2 screws. On 09/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/04/2016 a medtronic representative, following-up at the site, reported the patient was doing well and there have been no report of any deficiencies. Performed a test spin and verified instruments, there were no issues. On 10/11/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The surgeon placed two screws, t9 and t10 on the patient's right side, that penetrated the spinal cord. This procedure was a t8-s1 spinal fusion, using the percutaneous spine reference frame. All other screws were placed accurately. No further details regarding this issue, or specific measurements of the alleged inaccuracy, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes to replace the two screws.